Manufacturer narrative:
There was no indication that the product caused or contributed to an adverse event. However, we realized that the user had used an incorrect methodology in determination of accuracy of the product, which would lead to misinterpretation of the results. The accuracy of a glucometer should not be assessed by comparing to another glucometer. Instead, the results should be compared to a laboratory reference method to establish the accuracy. Furthermore, the product has been tested by several third parties, located both in us and europe, where the accuracy is fully compliant to either FDA's criteria or iso standard. The product has neither been returned to the distributor nor to the manufacturer for further evaluation. If the device was returned, a comprehensive evaluation will be completed and a supplemental report will be filed.

Event description:
The manufacturer has been informed of a customer complaint as below: "I have several blood glucose meters of which the fora v10 is the worst. Always reading from 15 to 40 or points higher than it should. This morning was the straw that broke the camel's back. It read 115 while I was having an insulin reaction. Compared to my freestyle meter which always agrees to my lab tests, it read 58. A difference of 57 points. It's happened before quite a number of times. I've banked my head against wall talking the MFR. Their test fluid has a range of 117 to 157 for normal. This meter and it's test strips must be recalled and tested or pulled off the market. Another comment is the bg testing meters used in hospitals or by physician have a tighter standard than those used at home. This is wrong!. I have been exhorted by my cardiologist, my nephrologist and my ophthalmologist to maintain my bg's under tight control. Many of the test strips are manufactured in (B)(6) somewhere and we all know they have little quality control and don't care either. Come on FDA, we know you guys care. We diabetics demand these blood glucose manufacturer be held to very tight standards. The other very sad issue is too many of the hmo's care only for their bottom lines. Us seniors on limited incomes are being ripped off because the hmo's offers only those meters that are friendly to their bottom lines without giving a real "profanity" about their patients true needs. The best meters I've used to date are the freestyle and the wavesense presto. My testing was accomplished using statistical analysis with linear regression and trend analysis. We demand real action now! Sincerely (B)(6)."